Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded balloon angioplasty and also stent placement may be complicated by extensive dissection and requires the availability of covered stents on the shelf to deal with this potentially lethal complication. [(B)(4)].

Event description:
Article: ovaert, c. E. (2015). Challenges of treatment of aortic obstruction in takayasu disease. Cardiology in the young, 803-805. Purpose: to report a patient with takayasu disease who presented with a very difficult clinical course associated with several unfavourable outcomes of stent insertion. Per the article adverse events included stent migration, stent collapse and obstruction.